Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2021 the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 21403344. Product family: scs-paddle leads: upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 21290949.

Event description:
It was reported that the patients lead had migrated due to patients activity level. The patient underwent revision procedure wherein the lead was repositioned and the patient was doing well post-operatively.